Event description:
The condition phase was taking abnormally long, 17-18 minutes. When the cycle was completed and the door was opened, steam vapor burned the right eye of the operator. The extended condition phase was caused by restriction in the hosp steam line. Operator saw the dr, who said that her eye was fine. No permanent injury. The operator returned after two days off work. Warning labels: warning label and caution labels were located on the door.

Manufacturer narrative:
Cycle was abnormally long due to restriction in the steam line. Additionally, the line was completed blocked by debris from the hosp boiler. This condition caused steam to remain in the chamber. When the door was opened, the steam came out causing the injury. After repair by field service technician, the condition phase was less than 3 minutes. No other problems were found. Dry time was raised from 1 to 5 minutes. It is not related to a manufacturing issue. The customer maintenance dept will conduct appropriate periodic maintenance and inspection of the steam supply and boiler. Operators shall observe the summary of the safety precautions when operating the washer/sterilizer as documented in the operative manual eagle 2014 16"x16"x26" washer/sterilizer/decontaminator p-129218-001.